Manufacturer narrative:
Batch review performed on (B)(6) 2020: lot 1900805:(B)(4) items manufactured and released on 08-may-2019. Expiration date: 2024-04-22. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event. Additional device involved: batch review performed on (B)(6) 2020: liner: mpact 01.32.3652hct flat pe hc liner ø36/g (k103721) lot 176967: (B)(4) items manufactured and released on 11-jan-2018. Expiration date: 2023-01-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with another similar reported event.

Event description:
Revision surgery performed due to infection, liner and head were removed 1 month after primary. Right side.